Manufacturer narrative:
(B)(4). The root cause was determined to be use error. The device involved in the incident was unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a clinical coordinator from vietnam of break in aseptic technique (washing hands) and peritonitis coincident with the administration of dianeal pd4 ultrabag therapy. On (B)(6) 2010, the patient began treatment with dianeal pd4 ultrabag (dose, frequency, and lot number not reported) intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On an unspecified date, the patient experienced a break in aseptic technique (described as washing hands). On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for the event of peritonitis. Remedial treatment included cefazolin "1 g x 2 g/day" and gentamicin "40 mg x 80 mg/day." On (B)(6) 2011, the patient was discharged from the hospital. The event of peritonitis was reported as resolving. The outcome for the event of break in aseptic technique (washing hands) was not reported. Dianeal pd4 ultrabag therapy was reported as ongoing. The reporter assessed the event of peritonitis as not related to dianeal. The reporter further commented that the peritonitis was related to break in aseptic technique (washing hands). The reporter did not provide a causality assessment for the event of break in aseptic technique in relation to dianeal.